Manufacturer narrative:
It was reported that a male patient underwent a right sided atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. On 6/4/2019, manufacturing record evaluation was performed for the finished device and no internal actions were identified. Manufacture reference no: (B)(4).

Manufacturer narrative:
The product was discarded; therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. We are working on the manufacturer record evaluation (mre). Once we get more information it will be submitted in the supplemental. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent a right sided atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. After the procedure was completed, the sheath was pulled out of the body, and the patient¿s blood pressure dropped. Cardiac tamponade was confirmed and pericardiocentesis was performed to remove 850 cc of fluid from the pericardium. The patient was reported in stable condition after pericardial drainage. The patient stayed overnight for observation purposes. Patient¿s outcome was fully recovered. The physician¿s opinion regarding the cause of the adverse event is that it was possibly patient¿s age related. Transseptal puncture was not performed during the case. The power was applied at 40 watts during the entire procedure. The overall time for ablation at the site of the injury was 15 minutes- 14 ablations. The temperature range was 18-30 degrees with 20 degrees as average at completion of the case. The impedance was of 90-151 ohms. The flow setting was at high flow within normal parameters for stsf catheter. No error messages were observed on any biosense webster inc. Bwi equipment during the procedure. The stsf catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter.